Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys anti-hav ii assay on a cobas 6000 core unit, serial number (B)(4). Patient sample 1: on (B)(6) 2023, the sample had an anti-hav ii result of 0.867 (reactive). The result was reported outside of the laboratory and questioned by the physician. At an unknown date, the sample was measured with the architect i1000sr method, resulting in a non-reactive anti-hav igg result.

Manufacturer narrative:
Calibration and quality control results do not indicate an issue. Further investigation was not possible as the sample was not available. The investigation could not identify a product problem. The cause of the event could not be determined.